Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid discharge cannot be established as the product is not available for analysis. Device history record (DHR) : a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis : the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis (ipp) due to fluid drainage from a hole in the patient's scrotum near the incision site. A spectra penile prosthesis (spp) was implanted. An infection was suspected and the cause of the hole in the scrotum was unknown. There were no device issues. A patient outcome of good was reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid discharge cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis (ipp) due to fluid drainage from a hole in the patient's scrotum near the incision site. A spectra penile prosthesis (spp) was implanted. A patient outcome of good was reported.